Manufacturer narrative:
(B)(6).age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target was located in the moderately tortuous and severely calcified vessel. A 8.0mmx40mmx76cm mustang balloon catheter was advanced for dilation; however during first inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.:a visual examination of the returned device identified a longitudinal tear in the balloon material extending from the proximal end of balloon.there were no issues noted with markerbands on the device.no other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target was located in the moderately tortuous and severely calcified vessel. A 8.0mmx40mmx76cm mustang¿ balloon catheter was advanced for dilation; however during first inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.